Event description:
Surgeon not able to pass criteria to do procedure (four out of four sides having contact approved for cautery.) New device able to meet criteria. Procedure was successful with new handpiece.========manufacturer response for adiana catheter, adiana (per site reporter)======================rep at hospital aware at time of event.